Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. The pump was not charging at the time of the issue. The customer's blood glucose was within range. The customer continued to use the pump for insulin therapy.